Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens and damaged air in line sensor. Event log history was performed and showed that the pump displayed medium alarm twice, the medium alarms were silenced, and acknowledged in history. The reported customer's reported problem was able to be duplicated, the air sensor was noted to be nonfunctional. Service will replace the air in line sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an "air in line" alarm when turned on. No adverse effects were reported.

Manufacturer narrative:
Additional information: additional information received on (B)(6) 2019 indicating that there was no patient involvement in the reported event.